Event description:
Identification of multiple ongoing problems with laryngoscope blades and handles. Blades require replating, handles are defective and weld of blade is separating and creating a sharp edge/point preventing use.